Event description:
Inbound: pt reports 1 episode last week of leaking at filter that is on the 60 inch microbore extension set. She did not keep extension set or package. No further information available. Diagnosis or reason for use: sph. Is the product compounded: no. Is the product over-the-counter: no.